Event description:
Back in 2009, I went to (B)(6). I was having severe stomach pains. I was there 3 times over this matter. The first two visits at the emergency room I felt I was completely being rushed out of there. They wrote me out prescriptions for pain and sent me home. I ended up doubling over with unbearable pain and had to make a third visit. At this time, I was seen by a doctor who actually took the time to run test and crafts to find out what was going on. I was then told that I had to be admitted. I was very surprised by that. The doctor that seen me asked why I was surprised. My response was that this was my third visit, and I wasn't taken seriously during my other visits. He then went on to tell me that if I wasn't admitted that I would be dead in a week. I couldn't believe what I was hearing. I feel they were very neglectful with me. I ended up having to have a complete hysterectomy due to infection going all through me. The doctor who did my hysterectomy even said that it should have not come to that, if they had only checked me out thoroughly during my other visits. It was all very painful for me. Physically and emotionally. I never had any children and unfortunately I never will now. Anyway I have recently talked to a lawyer who has advised me to contact you with this matter. I did not know back in 2009 who to contact about it, or that anything could even be done. I originally contacted the lawyer about this transvaginal mesh. I have my medical records, but the lawyer said that because it was done through my abdomen that nothing could be done about it, so I was encouraged to contact FDA. A form of mesh was put inside me. I have been having medical problems with my abdomen for some time now and other problems as well. I have to see my gynecologist every four months to be checked for cancer because my pap smears keep coming back abnormal. They say I am high risk for getting cancer. Which I have never had. I have terrible pains and trouble urinating at times. I can't even have intercourse and I'm only (B)(6) years old. Reason being it is too painful. I hear that this is all symptoms of women suffering with this mesh. So would you please help me and take all of this into consideration. I'm too young to be feeling the way that I feel. Words can not event describe it. Not only for myself, but for all women suffering because of negligence. Thank you for taking the time to read this. I don't know what else I can do, if you wish to contact me, please feel free to do so. (B)(6).